Event description:
It was reported that cartridge was damaged. There was no adverse impact to the customer¿s blood glucose level. The customer replaced the cartridge and resumed insulin therapy successfully.